Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold. This rv lead was surgically abandoned. Additional information was obtained from the field representative indicating that the lead tip was pulled back into the proximal rv and was confirmed by x-ray. The physician also confirmed that the lead was twisted around itself and tangled in the pocket beneath the device which was consistent with that of twiddler's syndrome. This rv lead is no longer in service. No additional adverse patient effects were reported.